Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to deliver a correction bolus but believes that the units suggested by the pump was incorrect. Reportedly, the customer entered a carbohydrates value of 30 grams and a blood glucose (bg) value of 248 (mg/dl), and the pump suggested a bolus request of 8 units. The customer's bg level was 248 mg/dl, which was addressed with manual injections. Review of the pump data logbook by tandem technical support showed that the correction factor and the carbohydrates ratio for the "7am" time settings had not been saved correctly. The contact mentioned having adjusted some of the settings the day before and might have incorrectly saved the settings. During the call, tandem technical support walked the contact through entering a correction bolus, and the contact confirmed that the suggested units was what the contact expected to see.